Event description:
It was reported that the insulin pump alarmed battery out limit and button error. The customer was unable to clear the alarms because the buttons were unresponsive. The customer's blood glucose was 150 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. All operating currents are within specification. No unexpected battery out limit noted. Off/no power alarm function properly and passed self test. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and stained end cap sticker.